Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the right coronary artery. A 6f guidezilla catheter-guide extension was selected for use. During the procedure, upon removal from the hoop it was noted that the device was crushed at the distal shaft side. The catheter appears to have sustained mechanical damage due to excessive force. The procedure was not completed and was postponed. No complications were reported, and the patient is stable.